Manufacturer narrative:
The insulin pump was returned with a high idle current motherboard c 20 and a radio frequency pic failed self-test.

Event description:
Customer's mother reported via phone call radio frequency pic failed self-test and prime anomaly on the insulin pump. Customer's blood glucose level was 319 mg/dl. Customer advised the insulin pump would count down and then reset each morning. Customer advised they replaced the battery on the insulin pump and the issues persisted. Troubleshooting for the radio frequency pic failed self-test was performed. Customer advised the alarm recurred multiple times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed a21 error test, rewind, basic occlusion test and displacement test. However, the insulin pump was received unable to prime during prime test due to faulty force sensor resistor. The insulin pump had broken belt clip slot and minor scratches on the lcd window.